Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient presented with high lead impedance. No known surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient is experiencing increased shocking pain in left chest and the patient had chest x-rays done. It was noted that the chest x-rays shoed a possible lead disconnection and the patient's device was disabled. Since disablement the patient has been experiencing an increase in seizures. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.